Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2012. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia. It was reported that patient underwent laparoscopic repair hiatal hernia and placement of realize ¿c- band on (B)(6) 2012 due to super obesity. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/16/2013.additional information: d4 in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah and bso. It was reported patient underwent mesh excision with primary vaginal closure on (B)(6) 2006 due to mesh erosion. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 and on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.